Manufacturer narrative:
(B)(4). No device evalutation because device was not returned.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with out of range high voltage lead impedance measurements on the right ventricular lead. Testing was successfully performed during a follow up on (B)(6) 2017 and impedance was found to be lower than initially measured. There were no modifications to the previous pulse generator settings. The patient was without symptoms and tolerated the procedure well.